Event description:
Allegedly, the shell was not fully seated and was loose and the stem was undersized. Taken out was a lineage (r) shell with a class poly and a profemur (r) renaissance (r) stem.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested from the user facility and the surgeon. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Event device code is addressed in the package insert. This report will be amended when the investigation is complete. This is the same event as 1043534-2007-00017, 00019.